Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system, the clear tubing broke off from yellow piece after insertion. The following information was provided by the initial reporter: after insertion and dose delivered, clear tubing broke off from yellow piece.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system, the clear tubing broke off from yellow piece after insertion. The following information was provided by the initial reporter: after insertion and dose delivered, clear tubing broke off from yellow piece.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2022. H6: investigation summary : our quality engineer inspected the 1 sample and 5 photos submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection and testing of the samples. Bd determined that the cause of the failure was associated to the manufacturing process. A device history review was conducted for lot number 1118355. H3 other text : see h10.